Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The chronic cysts rate seen (15 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.010% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed a blister in the right axilla post miradry treatment. The blister bursted 9 days post-treatment. The clinic cleaned and dressed the affected area several times and prescribed antibiotics (cloxacillin and clindamycin for 10 days). At 25 days post-treatment, the patient experienced pain from the axilla to the elbow and had difficulties lifting her arm very high. The treating physician diagnosed the symptoms as hidradenitis suppurativa. As of 28 days post-treatment, the symptoms were resolving.